Manufacturer narrative:
Additional information: b3, e1 (first name, last name), e3, e4 (email), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot #a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot #a3l1977y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot #a3l1977y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. A photo, video and seven cl-915s were received for evaluation. Visual inspection noted seven sutures and seven needles. The needles were returned disengaged from the sutures. One of the sutures was returned fully wound in the retainer. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. It was reported that the connection of four needles and threads detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, upon opening the packaging prior to removal, the connection of four needle and thread detached. An additional new suture was used without issue. There was no patient injury.